Event description:
The pt reported elevated blood glucose readings yesterday of 172 mg/dl and today of 285 mg/dl. He stated his normal range is 75-100 mg/dl. He stated his only symptom is dizziness and he has treated his readings by bolusing insulin. The pt said he has had shingles since nov but it is clearing up. He stated he also had a cortisone injection about 2 weeks ago and his diabetes nurse told him that both of these things would affect his blood glucose readings. He said he is not sure if he correctly calculated a bolus for the food he ate last night. He stated he did not exercise this morning although he normally does. Troubleshooting did not find any product issues. Further attempts to follow up with the patient were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.